Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an upstream occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During the power on self-test, the upstream occlusion alarm was found. The cause of the condition was an out of calibration occlusion sensor. To correct the condition, the occlusion sensor was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.